Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the failed battery test alarm recurred after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with high idle current, the problem was isolated to interface board also, unable to prime unit during prime test due to faulty force sensor resistor. However, the insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No failed battery test noted. The insulin pump had minor scratches on the lcd window.